Manufacturer narrative:
(B)(4). The customer returned a colleague infusion pump to baxter with a condition of "overinfusion." Baxter service technicians could not confirm or reproduce the reported problem. The root cause was not identified and no repairs were made concerning the issue. This is involving a pump with software version 5.04.00 which is categorized as unremediated. Baxter has found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility reported a colleague infusion pump which overinfused during bio-medical testing on channel a. According to the facility representative, the device was set for 100ml per hour with volume to be infused of 25ml. The device ran for 12 minutes, stopped and infused 22ml three times. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. The user interface module software version of this device is currently unknown.